Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure could not be confirmed or replicated. The unit was tested on an in-house system and passed normal mode. No error was triggered. Unit was tested on pftp where directional test, buttons test cannula test, sensors check, friction, brake hold/release, sine cycle, and carriage test all passed.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia etep surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) regarding the grab and go clutch feature on the universal surgical manipulator 1 (usm). The customer stated the usm was very stiff, and it had to be shaken in order to clutch. The customer was using the clutch button to position the usm. The customer stated the issue was noticed with and without a drape installed. The surgeon continued to operate at the time of the call and no troubleshooting was performed. The customer will try to perform an emergency power off (epo) on the patient side cart (psc) in between cases. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.